Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error. The insulin pump stopped giving her insulin and caused her blood glucose level to go high. Customer's blood glucose level was 600 mg/dl. She gave herself a shot of insulin to treat her blood glucose level. The customer was able to rewind the insulin pump. The insulin pump alarmed unexpected restart and external error as well. Customer was advised to discontinue use of the device and revert to backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump alarmed motor error during the rewind due a corroded motor home switch. Unable to verify the unexpected restart or external ram crc alarms or perform the basic occlusion, occlusion, prime, excessive no delivery, displacement, self test or unexpected restart tests due to the constant motor error alarm. The pump was received with minor scratches on the display window, a cracked case at the display window corners, a cracked reservoir tube lip, cracked battery tube threads and a cracked pump belt clip slot.